Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s) : mitraclip system, steerable guide catheter, implanted mitraclips (x3). Unique device identifier (UDI) number: (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported failure to adhere or bond to the leaflets appears to be related to patient morphology/pathology; however, a definitive cause for the delivery catheter (dc) shaft bend could not be determined. In this case, it is possible that there were procedural interactions (e.g. The patient anatomy, unintended curves on the device or multiple grasping attempts) which resulted in increased tension on the device and therefore contributed to the bent dc shaft; however, this cannot be confirmed. The difficulty positioning the device, however, was due to the bent dc shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the irregular movement of the clip delivery system (50820u213) during use in the anatomy which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The annulus was massively dilated and the mr was in segments 1, 2 and 3 with a coaptation gap. Three mitraclips were implanted without notable reduction in the mr grade due to the gap. The grasping with the clips was difficult to the gap. All three clips were implanted as planned and well attached to both leaflets. A fourth clip delivery system (cds 50820u213) was advanced to the mitral valve leaflets. Grasping was difficult due to the gap and several attempts were made. While advancing the cds handle, the clip began to move extremely anterior in an unusual curve; therefore, the device was removed and replaced. A fifth cds was advanced to the mitral valve leaflets; however, after the leaflets were grasped, the mr was still 4; therefore, the clip was not implanted and the procedure was discontinued. With three clips implanted the mr remained at 4. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.